Event description:
It was reported that the bd microfine¿ + pen needle was found broken before the injection. The following information was provided by the initial reporter, translated from japanese: "this is a report about a broken needle pe. According to the patient's report, the needle was found to be broken before injection on the abdomen. Whether priming was done or not is unknown."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h10.

Event description:
It was reported that the bd microfine¿ + pen needle was found broken before the injection. The following information was provided by the initial reporter, translated from japanese: "this is a report about a broken needle pe. According to the patient's report, the needle was found to be broken before injection on the abdomen. Whether priming was done or not is unknown."

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.